Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated ever since she got the insulin pump, she has been having high blood glucose. The customer's blood glucose ranged between 300mg/dl-400mg/dl. Customer's current blood glucose was 337mg/dl. The customer had no symptoms related to high blood glucose. The customer treated for high blood glucose. Customer was unable to remove/change set to confirm if cannula is bent. Sending customer tubing clamps to perform high pressure test.